Event description:
Motta, md, et al. " the use of intrathecal baclofen pump implants in children and adolescents: safety and complications in 200 consecutive cases," j. Neurosurg. (1 suppl pediatrics). July, 2007; 107: 32-35. The article describes twenty one patients who experienced catheter complications including drawing out, disconnection, and breakage.